Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient started out on program 2 and the doctor's office had him change to program 6. He said, it doesn't seem to be working as well as the other program. Patient seems to be having a lot higher retention. Patient doesn't know why they switched in the first place, he thought it was working better before they switched. They symptoms came on recently within the last two months. Current setting is program 6 at 1.4v. Patient goesto a physician assistant at k u medical. Caller doesn't know the doctor they are under. Explained to patient services can't recommend what they should do each person is different. Explained they never want the stimulation to be uncomfortable. If it is they have it too high. If they aren't getting results they first want to try and increase stimulation as long as it is comfortable. If they can't increase the stimulation without it being comfortable then they need to change programs. Once they change the settings they should leave the settings alone for a couple days to allow the body time to adapt. No device issues were reported.